Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for external ram crc error, unexpected restart and spanish software anomaly. The customer's blood glucose level at the time of incident was 125mg/dl. The customer's most current level was unknown. Troubleshoot was conducted. The customer was advised tubing clamp would be sent in order to conduct high pressure testing and complete troubleshoot. The customer was advised to monitor the device.